Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device a whole drawer not detected on bus. The field service engineer found clip broken on retractor band, replaced the retractor band to resolve the issue. The fse confirmed that there was a delay as the user was unable to access the medications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a whole drawer not detected on bus. The customer stated that they rebooted the station but issues still persistent. There were no adverse events or injuries reported based on this event.